Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with 415cc mentor memorygel breast implants experienced right sided baker grade iii capsular contracture and bilateral hypertrophic scarring post procedure. The scars were widened, and the patient was dissatisfied with the contours. As a result, the patient underwent scar revision and bilateral replacement with sientra implants is planned for (B)(6) 2022. Mentor became aware of the right sided capsular contracture on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of the bilateral scarring. This report relates to the right prosthesis. See 1645337-2022-01957 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The explant date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 28, 2022. The right implant was replaced with a 415cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4). On june 10, 2022 mentor became aware that it erroneously reflected the event as a bilateral prosthesis replacement with sientra implants. The sientra implants were the original implants, and they were replaced with the mentor implants pertaining to this event. Bilateral implant replacement was not performed with the implants relating to this event. The right implant only was replaced, and bilateral scar revision was performed. This report relates to the left prosthesis.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 8, 2022. The investigation of the returned device was completed by the failure analysis lab on june 22, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 11, 2022. The explant was rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).